Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1 the cause of the major bleed could not be determined. The cause of hemolysis could not be determined. The cause of the saturated flows could not be determined. The cause of the placement signal issue could not be determined.

Manufacturer narrative:
Additional information has been provided in b5.

Event description:
Additional information received stated that "persistent discrepancies between pressure readings related to the motor on the impella catheter."

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical review/rationale: an impella cp was placed to support the 80-year-old male patient who had been admitted in with cardiomyopathy. He had been in the operating suite the day prior for a bypass/CABG surgery and mitral valve replacement. The patient was presenting in scai stage e shock and was on vasopressors, inotropes, and vented for respiratory needs. After the cp pump was placed the patient was sent to the ICU for continued monitoring, but in the ICU there was pump saturation alarms observed and the placement signal was not operating as intended. Placement of the pump was confirmed by imaging. The cp groin access site was bleeding/oozing and to treat it the team placed a femostop and tightened the perclose sutures. The bleeding persisted and so blood was given. On the following day of the support, there was an observation made of hemolysis. The pump remained on till the patient expired after 36 hours of support. Hemolysis and bleeding are both known risks associated with impella support as described in the instructions for use and may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e.